Manufacturer narrative:
Cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. Add'l lot# c4de07

Event description:
It was reported that error 4 occurred sometime during the case. The instrument was replaced and the error continued. The case was completed with the third instrument and the second handpiece without any patient consequence reported.